Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 1 of 2 medwatch reports regarding this event. MFR report number: 3004209178-2016-59069.

Event description:
The customer reported via phone call that there have been 2 times where he has been in diabetic shock in the evening and he has been in the emergency room. Customer's blood glucose was 170 mg/dl at the time. Customer's current blood glucose is 191 mg/dl. Customer stated that he has been in a diabetic coma 2 times and for the past 2 days, he has taken the pump off at night and put it back on in the morning. Customer stated that one night his blood glucose was at 45 mg/dl. Customer reported that after he takes a shot of 10 units from his pump, he doesn't see a lot of change in his blood glucose after about 10 minutes. Customer stated that the pump was under-delivering insulin. Customer thinks there is a delivery anomaly due to the pump giving too much insulin at night. Customer stated that he was sleeping prior to the event. Customer stated that he never changed the time on his pump. Customer was advised to get his settings checked due to the fill cannula being way too high.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No bad battery alarms were noted. The low reservoir alarm feature worked properly. The pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.